Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). Other device used: catalog #00630505840, zimmer trilogy acetabular liner, lot #62815057 manufactured by zimmer inc. (B)(4). This report will be amended when our investigation is complete. H3 other text : 81

Event description:
It is reported the patient was revised due to fluid in the hip joint and a pseudo tumor.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. 65771101500, femoral stem 12/14 neck taper, 61188625; 00630505840, xlpe 0 degree poly liner 58x40, 62815057; 00620005822, unknown cup, 62730409. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed poly liner was damaged and discolored. No dimensional values were taken for liner due to the condition of the device. Dimensional measurements of the head were conforming to print specifications where. This element breakdown is consistent with corrosion products found in instances of taper corrosion. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon reassessment of the reported event, it was determined that the information provided on this form was previously submitted under manufacturing report number 0002648920-2017-00705.

Event description:
It was reported that the patient's right hip was revised due to adverse local tissue reaction. The liner and head were revised. Fluid was found in the hip joint and in the typical hypertrophic relative avascular appearing tissue. Bony overgrowth over the edge of the acetabular component was found. Attempts have been made and additional information on the reported event is unavailable.